Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The heal collar 4.5x5.5, 3mm (item # hc453) was returned for investigation. Visual inspection of the returned product identified some damage to the threads. Functional testing was performed for the returned product and found that the healing collar had damaged threads, likely due to cross-threading, and would not effectively merge with an in-house test implant as reported. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev1-01/15 information identified: description and adverse effects a device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported two healing collars (additional healing collar was reported through MFR - 0002023141 - 2019 - 00259 - 1) would not screw into the implant. The reported event is confirmed based on functional testing of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the healing collar (hc453) would not seat inside the implant. Another healing collar was used to complete the procedure.